Event description:
Purchased an otc ophthamalic rewetting solution and noticed that the labelling does not conform to 21cfr349.60. The warnings section of the outer packaging reads: warnings: see package insert for important safety information. The solution contains hydroxypropyl methylcellulose, also known as hypromellose. A defined demulcent. The labelling of this product does not provide any concentration data for the demulcent on the external or internal packaging. Without concentration data on any of the packaging, it is impossible for anyone to determine compliance with 21cfr349. It is also impossible for a consumer to make an informed decision about usage of this product prior to purchase. The product is sterile rewetting drops. Branded by (B)(4), distributed by (B)(4).